Manufacturer narrative:
The insulin pump was received with no act, b, escape and up button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the esc button does not work. The customer's blood glucose reading was 500mg/dl at the time of incident was due to medicine and the customer does not want to troubleshoot for this. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.